Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced light-headedness, dizziness and palpitations/chest discomfort. It was further reported that the right atrial (ra) lead exhibited high undefined impedance and fracture. Reprogramming occurred. The ra lead was extracted and replaced. It was also reported that the right ventricular (rv) lead exhibited pacing failure, high undefined impedance, insulation damage, noise and suspected fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.